Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient was getting reprogrammed for increase in shoulder, back and leg pain on (B)(6) 2016. It was noted that this was an increase in pre-existing pain. It was reviewed how to change the settings on the patient programmer so that the adaptive stimulation (as) positions would show on the screen instead of the blackened in "a". The settings were changed correctly so that the positions were displaying. The health care professional (hcp) reported that the stimulator was previously covering to reduce pain and that the stimulation was working but sometimes it sent electric jolts up their leg especially when climbing stairs and when putting weight on the right leg. Impedance check revealed that electrodes 0-7 were over 10,000 ohms while 8-15 was within normal limits when using 0-7 as reference electrodes. The patient had no falls or near falls. There were no motor vehicle accidents or anything that could recall causing a jerking of their trunk. X-rays were ordered and revealed no change, lead tip was in epidural space at inferior t7. There was no evidence of fractures in leads. The patient was programmed using only electrodes 8-15 and able to get paresthesia in low back, hips, and bilateral legs using electrodes on one lead. It was noted that the rep would follow-up with the patient on (B)(6) 2016 to determine relief from reprogramming. If paresthesia is inadequate the physician would refer the patient for lead revision. Other relevant medical history includes spinal pain and failed back surgery syndrome.

Event description:
Additional information received from the physician reported they spoke with the patient and they were having good pain relief via the reprogramming done on (B)(6) 2016. No need for revision at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.